Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the patient experienced light headedness due to no capture on the rv lead. It was noted that the thresholds increased and was high. The lead was revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID vedr01 ipg implanted: 2014 (B)(6). (B)(4).